Event description:
Selector dose malfunction [device malfunction] ([blood glucose abnormal], [incorrect dose administered]). Case description: does the incident represent a serious public health threat? No. This spontaneous case from france was reported by a pharmacist as "selector dose malfunction", "interconnect dose administered" and "unbalanced glycaemia". It concerns a (B)(6) male pt used novopen 3 demi (insulin delivery svc) from (B)(6) 2012 to an unk date and novorapid penfill (fast acting insulin aspart) (therapy dates unk) for type 2 diabetes mellitus. Pt's height: (B)(6). Medical history includes, type 2 diabetes mellitus (since 1994). No other medical history was reported. On (B)(6) 2012, the pt administered incorrect dose due to selector dose malfunction which resulted in unbalanced glycaemia. The event was described by the reporter as, the pt pressed the push button but the pen injected only few drops. The selector dose was returned back to zero but it did not block. No lab data was available. Action taken with novopen 3 demi and novorapid penfill was not reported. The overall outcome was reported as unk. No further info available. Investigation result: novopen3 demi. Batch: (B)(4). The pen was returned with a penfill mounted. Upon receipt the penfill was clearly under pressure indicating an attempt to dose without a needle mounted or with a clogged needle mounted. However, after mounting a needle the pressure was released and the device functioned normally. Visual and functional examinations were performed. The device was tested with a random penfill cartridge and a novo nordisk needle mounted. The dose selected was delivered without observing any problems. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During examination and test of the product it has not been possible to detect any irregularities. The product was found to be normal. Novorapid penfill 100 u/ml, solution injectable en cartouche. Batch: (B)(4). Visual examination performed. Parameters identity, assay and degradation were examined. The rubber membrane was seen to be bulging. Marks from the delivery device observed on the rubber piston in the cartridge and the fact that the rubber piston is no longer in its original position, indicates that the cartridge had an incorrectly attached or blocked needle during use. Parameters identity, assay and degradation were examined. The insulin was found to be normal. The results were found to comply with specifications. This case was re-classified form non-serious to serious (medically significant) on (B)(6) 2013 by the reporter. Company comment: no faults were found on the returned pen however the analysis of the suspected pen disclosed that the penfill was under pressure. This indicates that the pt could have used a blocked needle while injected; however it has not been possible to confirm if the pt reused the needles and as we cannot exclude that the pt has injected while no needle was attached to the pen and thus setting the penfill under pressure, it is not possible to elucidate clear root cause for the experienced adverse event and thus not possible to find similar cases or events as the one reported for argus case (B)(4). Reporter comment: according to the pharmacist, the casual role was possible. This case was not stated to the local ha by reporter.

Manufacturer narrative:
Eval summary: novopen 3 demi, batch number: (B)(4): the pen was returned with a penfill mounted. Upon receipt the penfill was clearly under pressure indicating an attempt to dose without a needle mounted or with a clogged needle mounted. However, after mounting a needle the pressure was released and the device functioned normally. Visual and functional examinations were performed. The device was tested with a random penfill cartridge and a novo nordisk needle mounted. The dose selected was delivered without observing any problems. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During examination and test of the product it has not been possible to detect any irregularities. The product was found to be normal.